Manufacturer narrative:
The unit was returned for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to a tear in the nasal cannula tubing of an acucare mask. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The unit was returned to resmed for an extensive engineering investigation. Visual inspection confirmed the reported tubing separating from the cannula. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported tubing separating from the cannula was most likely due to a pull force exceeding specification of 10n was applied, causing the tubing connection to come apart. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).